Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name : requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: september 2022. Since it was unknown whether the actual sample was contaminated by infectious agent or not, the investigation was performed through the plastic bag. Visual inspection of the actual sample revealed that: (I) the distal end had been cut off. (Ii) compared to the product with the involved product code, it was a missing approximately 5mm from the distal end. The manufacturing record and the shipping inspection record of the product with the involved product code. No anomaly was found. The past complaint file of the product with the involved product code. No other similar report from other facilities was found. Based on our past simulation test, we have been aware that the guidewire was cut off when the following force was applied. We have also been aware that there was regularity in the shape of cut section of the wire depending on the mechanism leading to the cutting off. A) when pulling force was applied. The side surface of wire at the cut section was tapered, and dimple patterns (hole-shaped patterns) were found on the cut surface. B) when torque force was applied clockwise and counterclockwise alternately. The shape of the side surface of wire at the cut section was flat, and the spiral patterns were found on the cut surface. C) when repeated 90° bending force was applied. The shape of the side surface of wire at the cut section was diagonally, and the radial patterns were found on the cut surface. Based on the investigation result, as a possible cause of this case, it was inferred that when used the actual sample for a long time in ercp cases, some excessive force (e.g., pulling, torque, bending) was applied to the involved section and it was cut off. However, since it was unknown whether the actual sample was contaminated by infectious agent or not, the detailed investigation could not be performed, and it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: if any resistance was felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endo therapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages, or mucous membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the endoscopic retrograde cholangiopancreatography (ercp) was performed using the involved guidewire. During surgery, the guidewire broke off during insertion and dislodged into the patient's body. The involved procedure took about an hour and a half longer than scheduled, and more than ten (10) devices were used while being replaced for a long time. The dislodged guidewire was removed from the patient's body. The procedure was completed using a replacement g-260-2545a. The event occurred intra- operative. The patient required surgical intervention. The fractured piece dislodged in the patient's body and was retrieved. The procedure outcome was completed successfully. The final patient impact was harmed but not seriously.